Event description:
It was reported that patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited loss of capture and p-wave amplitude variation due to dislodgement. During the replacement procedure, it took multiple attempts before the helix retracted and the helix failed to extend. The lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was stable.